Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was exposed but not deployed, the deployment lever was pressed, and the indicator loop was showing and deployed. There was no gap between the sheath and the cowling guard, however there was a gap between the handle and the cowling guard. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure utilizing an antegrade approach. There were no difficulties in connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced during device advancement. The sheath was not kinked or bent. The vascular sheath introducer was locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window turned solid black. The physician did not place a thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. The lever was not fully depressed. No issues or damage were noted with the deployment lever. There were no visible signs of device or package damage prior to use. The user was trained to the device, and it was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability, including the vascular sheath introducer¿s insertion angle of 30¿45 degrees, was verified via angiography, and the vessel diameter was confirmed to be at least 5mm. There was no visible calcium or plaque, no nearby stent, no stenosis greater than 50% at or near the puncture site, and no prior closure device or manual compression at the target femoral site within the previous 30 days. No evidence of hematoma, arteriovenous fistula, or pseudoaneurysm was noted at the access site prior to exoseal vcd use. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the device, and it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment, indicator wire unable to retract, and cowling (guard) deployment difficulty¿ was not observed through analysis of the returned device since the device was received fully deployed with the guard locked and the indicator wire retracted. The cause of the reported issue could not be determined, especially since the condition of the device did not match the event reported, as listed previously. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. An antegrade approach was reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was exposed but not deployed, the deployment lever was pressed, and the indicator loop was showing and deployed. There was no gap between the sheath and the cowling guard, however there was a gap between the handle and the cowling guard. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure utilizing an antegrade approach. There were no difficulties in connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced during device advancement. The sheath was not kinked or bent. The vascular sheath introducer was locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window turned solid black. The physician did not place a thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. The lever was not fully depressed. No issues or damage were noted with the deployment lever. There were no visible signs of device or package damage prior to use. The user was trained to the device, and it was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability, including the vascular sheath introducer¿s insertion angle of 30¿45 degrees, was verified via angiography, and the vessel diameter was confirmed to be at least 5mm. There was no visible calcium or plaque, no nearby stent, no stenosis greater than 50% at or near the puncture site, and no prior closure device or manual compression at the target femoral site within the previous 30 days. No evidence of hematoma, arteriovenous fistula, or pseudoaneurysm was noted at the access site prior to exoseal vcd use. The device will be returned for analysis.